Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2021. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: a paper lid, a winding former and a needle suture piece of product code 690 were received to ethicon inc for evaluation. The box, product, packaging, labels, or lot number related to product 698g were not provided and further investigation could no be performed. As per the visual inspection of the sample received, the needle/suture belongs to product code 690, lot number mej605, manufactured on 05/17/2018 and the expiry date on 04/ 30/2023. A further investigation was performed and the three previous and three posteriors to manufacturing lot # mej605 were reviewed and none code was matched with the product code 698. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: are there any photos for visual analysis? No photos are available. Please provide lot number. No further information is available.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and suture was to be used. During the procedure, it was found that there had been a product of 690 in the box of 698g. No adverse patient consequences were reported. Additional information was requested.